Event description:
It was reported that during a neurological procedure, the drill heated up. This equipment was used to complete the procedure without any affect to the pt. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and a repair investigation was conducted. Based on the results of the repair eval, the rotor assembly was discovered to be worn, which can potentially result in the device overheating. The rotor assembly was replaced and additional preventative maintenance was performed. The drill was repaired and returned to the customer.